Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit received with blank display due to battery cap damaged - broken off heat stake posts causing the battery cap contact to become loose. Using a test battery cap, the unit powered up properly after the test battery was installed. No blank display noted during testing when using a test battery cap. Unit had a missing retainer, a missing reservoir tube o-ring and broken reservoir tube lip. Unable to perform the displacement test and occlusion test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Pump passed sleep current measurement, active current measurement, self test, rewind test, prime/seating test, basic occlusion test, and force sensor test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No power error 25, unexpected low battery alert, unexpected power loss alarm, replace battery alert, replace battery now alarm noted in the pump trace download.

Event description:
It reported via phone call that the insulin pump had a damaged battery cap and cracked reservoir compartment. Customer's blood glucose at the time of the incident was over 300 mg/dl and declined troubleshooting for it. Troubleshooting determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will be returned for analysis.